Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws do not open and close properly. Additional observation(s) related to the customer reported complaint: failure analysis found failed initialization to be related to the customer reported complaint. For clarification the instrument was found to have failed during initialization based on log review but not during in-house testing. The instrument was placed on an in-house system and passed engagement, recognition, cut and seal, and initialization tests on 3 out of 3 attempts. Review of the logs verified two vessel sealer extended failed during homing on usm1 (toolid: vessel sealer extended) with error code"22026." The logs displayed two "mdtrace_vs_home_fail" error. There is no dislodged knife observed. Moderate amount of debris was observed on the jaws. It is possible that the initialization failure experienced was due to moderate bio debris buildup between jaws leading to a stuck blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument's blade was exposed. The customer reported event has no report of patient injury.